Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter was replaced. Codes b01, c07 and d02 are applicable to this analysis. The flat emitter, lot number: 603000045, was returned to the manufacturer for analysis. The emitter was connected to a lat station a nd the emitter was fully functional. Despite passing all tests, the emitter cable was found to be damaged with the outer insulation of the cable torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733752, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A manufacturer representative went to the site to test the navigation system. It was reported that the localizer faulted, the flat emitter will be replaced and the damaged one will be sent back to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that a "localizer faulted" issue appeared. There was no patient involvement.